Manufacturer narrative:
Contrary to what was written in the initial report, the involved metal debris was not made available for analysis.

Manufacturer narrative:
Preliminary analysis made by the r and d project manager on 6/11/2015. The shard of metal was probably generated during the last surgery: in a particular situation of screw use into the sides of the 4 in 1 cutting guide with a bend direction, the head of the screw could strike on the guide screw hole surfaces. Because of the different hardness between the guide (more hard - produced in (B)(4)) and the screw (less hard - produced in (B)(4)) the screw could tend to be damaged by release of fragments of metal material. The item has not been received back yet, but should be available for investigation (6/18/2015).

Event description:
(B)(4).